Event description:
It was reported that administration site inflammation. Verbatim: administration site inflammation. Received via : email. External ref # (B)(4). # of occurrences - 1. Material # not provided at time of entry lot# not provided at time of entry. Date of event (B)(6) 2022. Region not provided at time of entry.

Manufacturer narrative:
Pr (B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4). No additional information was provided by the mhra (B)(6). Primevigilance did reach out to obtain more information with no success. Should additional information be available in the future, the complaint will be re-opened and investigated. All complaints are reviewed during monthly quality/safety meetings. In addition, complaints are trended at monthly quality data analyst meetings and quarterly plant management review meetings.

Manufacturer narrative:
No samples or photos were available for evaluation. As a result, bd was unable to verify the reported issue. If samples, photos or additional information becomes available, bd will re-open this record and investigate accordingly. A production record review was completed for batch/lot 1075444 and no non-conformities, failures, deviations, or rework activities occurred during the manufacturing of this lot similar to the reported issue or that could have contributed to the reported failure mode. Records reviewed indicate that the lot passed all the in-process inspections. No further actions are required. This failure will continue to be tracked and trended.

Event description:
It was reported that administration site inflammation. Verbatim: administration site inflammation. Received via : email. External ref (B)(4). # of occurrences - 1. Material # not provided at time of entry lot# not provided at time of entry. Date of event (B)(6) 2022 region not provided at time of entry.